Manufacturer narrative:
Patients exact age was not reported, however the patient was reported to be over the age of 18. (B)(4). Visual analysis found the distal section (basket) of the wire assembly was not present and not returned for inspection. Additionally, the distal section of the working length (including sheath and basket wires) have been broken. It is possible that the way in which the device was handled and manipulated may have contributed to the failure working length broken. The defect found is typically caused due to excessive manipulation of the product by the user or excess of force applied to the product. Mtac analysis concluded that "the fracture on ductile material resulted from shear mechanism following by mechanical overload (tension/bending)", which is evidence that there is a high possibility that the issue reported by the user could have been caused during the manipulation of the unit. Therefore, the investigation conclusion code of this event is "cause traced to component failure" since the failure was an expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that an zerotip retrieval basket was used during a retrograde intrarenal surgery (rirs) procedure performed in the kidney on (B)(6) 2018. According to the complainant, during the procedure, the physician lasered a renal stone and deployed the zerotip basket to catch it. After catching the stone which was reported to be similar in size to 11f, the physician slowly pulled it into the access sheath, but the stone appeared to be bigger than the access sheath. The scope was then maneuvered with twisting to see if it was possible for the stone to wriggle out. Two attempts were made and were unsuccessful. The stone was pushed back into the renal pelvis and it was then noticed that one of the four wires had become loose. It was reported that one end was still attached at the base of the basket, and the other end was loose from the knotted position. The procedure was completed with the use of another zerotip basket, and it was reported that no foreign materials were left behind in the patient. There was no serious injury nor were there any adverse patient effects reported as a result of this event. The patient was reported to in stable condition post procedure. This event has been deemed a reportable event based on the investigation results; basket detached. Please see block for full investigation details.